Event description:
A 10-mm x 10-cm hes helical coil was used following placement of two mcs complex platinum coils. The physician was unable to detach the coil using a 0.5-cc syringe. The coil was removed and the procedure was completed with additional hes and mcs coils.